Manufacturer narrative:
Concomitant medical prdouct: 5076-52 lead implanted: (B)(6) 2011.

Event description:
It was reported that during an in office assessment, the right ventricular (rv) lead could not capture at max outputs and noise was revealed on a carelink transmission. The lead also exhibited a slight increase to high thresholds as well as high impedance and a fracture. The lead was programmed off and subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a partial lead in portions was received. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.